Event description:
The customer reported having issues with the no delivery alarm. The customer stated that he removed the infusion set and the cannula was bent. The customer also stated that he removed the reservoir out of his insulin pump and it was wet, but it does not smell of insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.